Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 ¿ the device has not been returned for evaluation. Correction: d2a - common device name. Investigation - evaluation: event description: as reported, the stent from a filiform double pigtail ureteral stent set broke during an unspecified procedure. A photo was provided that appears to show one of the pigtails separated from the stent. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Reviews of instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned for evaluation. However, the customer sent a picture of the device showing that one of the pigtails has broken off from the main stent body. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a search of other complaints associated with the complaint device lot number could not be completed due to lack of lot information from the user facility. The information provided upon review of the complaint file and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ a definitive cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: address 2: (B)(6). G4: PMA/510k # preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stent from a filiform double pigtail ureteral stent set broke during an unspecified procedure. A photo was provided that appears to show one of the pigtails separated from the stent. Additional information regarding the event and patient outcome has been requested but is currently unavailable.